Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm and unresponsive buttons due to corroded keypad traces. The device was received with scratched lcd window, crack on all four corners near the display window, cracked reservoir tube, lip and window, cracked battery tube threads, cracked end cap, missing end cap sticker, and ink spot/bleeding on the middle of lcd glass.

Event description:
The customer reported that the insulin pump had button error. The blood glucose reading was 150mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.